Event description:
It was reported the device's cassette sensor was not working. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a damaged battery compartment and scratched lcd lens screen. The tamper seal was broken. Review of the event history log (ehl) showed a cassette not attached properly alarm. A functional test was performed and the reported issue was not duplicated. The error was observed in the ehl. It was determined that the most probable cause was due the calibration settings. As a result, the sensors were recalibrated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).